Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the biphasic module pcb assembly and completed other unrelated repairs. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed biphasic module pcb assembly and observed that when pressing the charge button, it displays "disarming" and will not charge. Further cause could not be determined.

Event description:
The customer contacted physio-control to report that their device had logged event codes in the device's memory. There was no patient use associated with the reported event. Upon further investigation, physio-control found that when pressing the charge button it immediately displays "disarming" and will not charge.

Event description:
The customer contacted physio-control to report that their device had logged event codes in the device's memory. There was no patient use associated with the reported event. Upon further investigation, physio-control found that when pressing the charge button it immediately displays "disarming" and will not charge.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: model # ¿ blank. Section d4 of the initial medwatch report should indicate: model # ¿ na.